Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material found to be clogging the air/water nozzle was observed to be a dark rubbery material which appeared to be seal residue but otherwise could not be identified. The root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and the device reprocessing was confirmed to be implemented according to the IFU. The event can be detected/prevent by following the instructions for use sections below: ¿operation manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection¿. ¿instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope does not pass the endoscope washer disinfector (ewd) machine and there was too much pressure. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed, the nozzle was clogged with dark rubbery material which seemed to be seal residues. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
A technical evaluation of the returned device confirmed the customer allegation. There were few additional findings. The insertion tube was buckled. The bending angulation was out of specifications. The keytop of switch button 2 was perforated. The universal cord was buckled. The charge coupled device (ccd) cover lens and light guide rod lens was cracked. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.